Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. The cause for the pulse test failure was notified to a lifted high-voltage capacitor c19 pad on the monitor defibrillator board. The root cause for the lifted pad could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.